Event description:
It is reported that the pt was revised due to loosening of the femoral component. Allergies were also reported.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: there are no returned operative notes or x-rays available to study the implantation technique. There are no conclusive studies on metal sensitivity and bony in-growth leading to loosening. The cause could be multi-factorial. Without further info on the surgery and/or return of product/x-rays, a probable cause for alleged deficiency cannot be determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.